Event description:
Additional information received reported that the patient had an uncomfortable sensation when electrode number 7 was activated. It was noted that the patient had been given programmable groups a though with programs 1 and 2 for each group. It was noted that none of the programs use electrode number 7. It was further noted that all impedances were within normal range.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient would get a shocking sensation when she tried "the a setting 1/1 and 1/7." It was stated the programming was set up so #8 lead was non-functional. It was stated "with her spinal cord it started out wide at her buttocks and went down like a v" so that was why it had been difficult to find programs that worked to control patient's pain. It was stated that several months prior to the report she went to programming appointment and her implantable neurostimulator (ins) was programmed her device so she could get more relief. It was stated the a setting worked the best for her and that was the only one that could be programmed the way it was except for the settings that gave her a shock. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.